Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 60 ml/hr. One liter was delivered in 1.5 hrs. There was no illness, injury or medical intervention reported as resulting from the event. One pt involved.